Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. Additional information was requested, and the following was obtained: can the surgeon clarify if patient had a leak, stenosis or both? Leak. Given the timeline of events, does the surgeon believe the issue the patient experienced is due to an alleged deficiency with the device? They were worried that it might be an issue with the device. But now there has not been any leaks that last 6 surgeries. Can the surgeon clarify if patient had a leak, stenosis or both? Given the timeline of events, does the surgeon believe the issue the patient experienced is due to an alleged deficiency with the device?

Event description:
It was reported that post op to a tme procedure there as an anastomotic leak. Patient treated at gastro lab with balloon. No re-surgery.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: what were the indications for surgery? Rectum cancer. Did the patient receive any preoperative chemotherapy or radiation? No info. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Experienced surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 half. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Both donuts were intact. Were there any issues noted with staple formation? If so, please describe the shape and location. They are worried that there might be an issue with crossing staplelines. Was a leak test performed? If so, what type and what was the result? Negative test. Was the staple line visualized endoscopically during the initial surgical procedure? No info. How many days postoperative did the leak occur? 30 days. How was the leak identified? Patient became ill with crp over 200. What was observed at the site of the leak upon reoperation? No re-operation, treated with guide wire and balloon. How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? No does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. They are currently investigating all possibilities, also if there is a problem regarding the device. Additional information received: from medical affairs in relation to whether there is a potential link between the device and detected anastomotic leak a number of weeks after the procedure; leaks that late are rarely, if ever, due to a stapler issue. That having been said, unless the surgeon reports an issue at the time of initial surgery or we get the device back for analysis, we never know for sure. I am a little confused, as there is reference to a leak and a stenosis*. Treatment was for the stenosis. Stenosis is usually due to tissue factors or potentially selection of too small a stapler diameter, but not diameter if a 31 was used. Given that there was a leak and/or stenosis, the only way not to report is if the surgeon definitively states that he/she does not believe a malfunction of/issue with the stapler was the cause or contributed to the ae. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.